Manufacturer narrative:
The device is expected to be evaluated, but it has not yet been received.

Event description:
The event involved a plum 360 infusion pump. The customer stated that the pump had an air in line alarm, so the user opened the cassette door to prime the cassette further. While priming the cassette, the infusion pump shut down, started to go through updating, and lost all the previous settings. The infusion was running on ac power. There was patient involvement, but no patient harm was reported.

Manufacturer narrative:
D9 - date returned to mfg: 12dec2022. Customer's complaint of air in line alarm was confirmed. N234 alarmed at startup and in the history. Probable cause is defective pressure detector and app pwa. Both parts were replaced. Mech was calibrated. Customer's complaint of device turns off by itself was not confirmed. Device received with broken rear case, front case and broken shaft knob. All parts were replaced. Device passed all relevant pvt tests successfully.